Manufacturer narrative:
The field service engineer (fse) observed the instrument failed on platelets and produced vacuum errors. The fse noted the vacuum pump sounded abnormal and indicated fluid may have entered the pneumatic valves. The fse suggested the fluid leak was likely due to lack of vacuum during probe wipe. The fse also noted the instrument was slow to reach 6 psi (pounds per square inch) and replaced the pneumatic manifold and restrictor line, flushed the vacuum lines with alcohol, verified all lines for kinks/blockages, installed a new regulator and ran with the green air filter bypassed, but the issue continued. The fse noticed the vacuum pump would run under the service screen for a short time and suddenly shutdown. The fse replaced the chock and installed a new main card but this did not resolve the issue. The fse disconnected the vacuum line at the restrictor line but the pump still shut off. The fse replaced the pump on the instrument and the filter card for the vacuum pump. The fse noted still no high vacuum to the probe wipe. The fse verified connections on lines lv1 through lv5 and noted sufficient vacuum to the probe wipe. The fse performed a successful system startup and quality control (qc) and noted vacuum was steady. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a system malfunction is the likely cause of the event as multiple repairs resolved the reported issue. However, a specific hardware component was not identified as the singular cause of the event since several hardware issues were addressed. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).

Event description:
The customer reported platelet failed and less than two milliliters of diluent leaked during system startup involving the coulter act diff 12 analyzer. The customer observed the fluid leak during a system sweep-flow prime and obtained a vacuum error, and the probe dripped. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. No erroneous results were reported out of the laboratory. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.